Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant product: carto 3 system, us catalog: fg540000, serial (B)(4). Smartablate generator, us catalog: m490007, serial (B)(4). Smartablate pump, us catalog #: m490008, serial (B)(4). Webster coronary sinus catheter, us catalog #: bd710df282rts, lot #: 17747778m. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After obtaining access via a retrograde aortic approach and prior to ablation, the patient became hypotensive. Pericardial effusion was confirmed via ultrasound. Pericardiocentesis yielded 1000 ml of fluid. No other interventions had taken place at the time of complaint report. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. During the procedure, the carto 3 system c-arm hit the location pad and broke off a screw (mp470324) and guiding pin (ma540309). Additional clarification has been requested. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 3/3/18. During the assessment, the lot number of 17743135l was retrieved. Therefore, the manufactured date, expiration date, unique identifier( UDI) and device history record (DHR) have been provided. The investigational analysis has been completed. Investigation summary: it was reported that an (B)(6)-year-old female patient underwent an ablation procedure for ventricular tachycardia with a webster catheter and a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. After mapping with the thermocool smarttouch bidirectional sf catheter, but prior to ablation, the patient became hypotensive. Pericardial effusion was confirmed via ultrasound. Pericardiocentesis yielded 1000 ml of fluid. Patient was sent for a surgical repair of the right ventricular (rv) perforation. Patient required extended hospitalization as a result of the adverse event to recover from surgery. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that there was a possible perforation while advancing the rv catheter into the rv. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. (B)(4).

Manufacturer narrative:
Additional information was received on this event on january 5, 2018. It was reported that an (B)(6) female patient underwent an ablation procedure for ventricular tachycardia with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. After mapping with the thermocool smarttouch bidirectional sf catheter, but prior to ablation, the patient became hypotensive. Pericardial effusion was confirmed via ultrasound. Pericardiocentesis yielded 1000 ml of fluid. Patient was sent for a surgical repair of the right ventricular (rv) perforation. Patient required extended hospitalization as a result of the adverse event to recover from surgery. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that there was a possible perforation while advancing the rv catheter into the rv. Transseptal puncture was performed with a st. Jude medical brk 71 cm transseptal needle and a st. Jude medical slo 8.5 french long sheath. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. There is no information regarding irrigated catheter flow setting. Patient received anticoagulant (heparin) during the procedure with activated clotting time (act) between 300-320 seconds. There is no information regarding shaft proximity interference value. Thermocool smarttouch bidirectional sf catheter was not in close proximity to another catheter. Thermocool smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. (B)(4). Per the patient age and gender received, patient age at the time of event and sex. The additional concomitant products provided: 1.non biosense webster, inc. - st. Jude medical brk 71 cm transseptal needle. 2.non biosense webster, inc. - st. Jude medical slo 8.5 french long sheath. Also, additional information was received on january 25, 2018 providing the right ventricle (rv) catheter product information of webster¿ electrophysiology catheter / us catalog #: d7dr252rt/ lot #: 17704276m . Therefore, since the physician¿s opinion regarding the cause of the adverse event was that there was a possible perforation while advancing the rv catheter into the rv, it has also been assessed to report this event under the webster¿ electrophysiology catheter. The awareness date for the webster¿ electrophysiology catheter is january 25, 2018. (B)(4).